Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink and separation were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was treating a moderately tortuous, moderately calcified, 90% stenosed, de novo lesion in the distal diagonal coronary artery. After pre-dilatation, the 2.5x18mm xience xpedition stent delivery system (sds) did not cross the lesion due to the patient anatomy. Multiple attempts were made to cross the lesion and the proximal shaft became bent and broke outside the anatomy. Another 2.5x18mm xience was used to complete the procedure with good results. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.